Event description:
A report was received from an operating room physician alleging a tracheostomy tube experienced an air leak following intubation of the patient. Recannulation of the patient was required. There was no harm to the patient reported. The tracheostomy tube was reported to have passed 'prior to use' testing. There was no death or serious injury associated with this event.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). One tracheal tube was returned for investigation. An inflation deflation test was performed and the cuff deflated seconds later. The sample was then submerged in water and a cut and puncture were found on the pivot valve. The reported malfunction was confirmed. The manufacturing guidelines and controls were reviewed and found acceptable to identify the malfunction. All products undergo an inflation deflation test prior to release and at this stage any defects are removed. The reported malfunction is not confirmed as related to the manufacturing process.